Event description:
A consumer's daughter reports that, following intraocular lens (iol) implant surgery, her mother experienced double vision, saw "goggles" on people on the tv, and saw "things in the refrigerator that had a crinkled appearance". At the reporter's request, the surgeon was not contacted. In a follow-up, the daughter reports that her mother's double vision has gone away and her vision is better. She still sees the distortion, but the doctors told her this was secondary to the macular degeneration.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the reporter's request, the surgeon was not contacted.